Event description:
An optometrist reported that a pt complained of photophobia and burning eyes. This was noted at two weeks post bilateral lasik surgery. Pt noted increased burning with the use of "blink pf and gel tears". Noted symptoms were reported to have been experienced for five days, after surgery, and pt also expressed having a history of hypersensitivity to contact lens solutions. Pt was treated with corticosteroid drops, for post treatment photophobia. Upon follow up, reporter stated that after switching artificial tears the pt's complaint of photophobia and burning sensation have resolved, with no impact to the pt. This report references the pt's right eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to, and after the day of the event. Logfile review for the date of event showed no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without interruptions or error messages. A root cause, for the reported event, could not be determined. (B)(4).